Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the united states. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure has caused the alleged event. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that pt underwent revision (right reverse total shoulder implants) due to infection. Initial surgery was at an unk date in 2006.